Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was removed and returned for an unspecified reason. Initial analysis testing revealed that this device had a shortened elective replacement indicator (eri) to end of life (eol) which may be an indication of an out of specification condition. The device was forwarded on for further detailed laboratory analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.